Manufacturer narrative:
This is 1 of 2 reports. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that anatomical constraints and the angle created by the non-edwards valve waist caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a complex transcatheter aortic valve replacement (tavr) procedure was performed on a patient with a previously implanted 34 mm non-edwards valve from 2018 that had failed due to severe aortic insufficiency (ai). The procedure was conducted via transfemoral access through the right side. The patient was initially scheduled for treatment under the restore trial; however, clinical decompensation necessitated urgent intervention while inpatient. During the procedure, a 26 mm edwards sapien 3 ultra valve (s3u) was introduced but embolized into the left ventricle (lv). Wire access was maintained, and multiple manipulations were attempted to reposition the valve. A 29 mm non-edwards valve was then implanted to secure the embolized s3u within the left ventricular outflow tract (lvot) and stabilize it against the original non-edwards frame. Due to anatomical constraints and the angle created by the non-edwards valve waist, the s3u could not be repositioned into the annulus. A second sapien 3 valve was deployed but was positioned too low, influenced by the second non-edwards frame. This resulted in persistent severe ai. Surgical intervention was not considered a viable option. Consequently, a third sapien 3 valve was deployed successfully, resolving the central leak and achieving a satisfactory procedural outcome. At the conclusion of the procedure, the patient was reported to be in an unstable condition and receiving mechanical circulatory support via pump or impella device. No edwards device deficiencies were reported, and the devices used during the case are not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted due to related MDR # submitted, sections g6, h2, h10: 2015691-2025-06993. Related manufacturer report numbers have been provided in h11, as the h10 fields are not currently being submitted properly.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.